Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others and underweight. A microscopic analysis was performed which identified: broken sharp on the posterior and three smooths broken on the anterior and posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on the posterior assessed as unidentified (tear) opening. Three smooth broken assessed as smooth opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported left side rupture. Additionally, healthcare professional reported capsular contracture baker grade IV. Device remains implanted.